Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus,mr,ous 3.00x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal end of the stent was damaged with stent struts lifted and pulled from the stent profile. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 170mm distal to the distal end of the strain relief, multiple kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The target lesion was a tight lesion located in the left anterior descending artery. A 3.00x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with different device. There were no patient complications reported. However, returned device analysis revealed stent damage and hypotube detachment.